Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by removing the pump from its case and attempting various ways to press the button, but the difficulty persisted. Consequently, technical support decided to replace the pump, and the customer was informed of the replacement being within warranty. The customer received instructions for proper storage during transport and was informed about using a replacement pump to ensure insulin delivery continued uninterrupted.